Event description:
Related manufacture reference number:2017865-2022-44422 it was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. Interrogation during clinical follow-up noted that the left ventricular lead exhibited failure to capture. Programming changes were performed. The patient was in stable condition.

Event description:
New information received notes that both the atrial and right ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood tissue. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen located underneath the subclavian vena cava shock coil. One ring electrode cable was abraded in this region. The cause of the reported event was isolated to the exposed ring electrode conductor cable beneath the subclavian vena cava shock coil.